Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced low blood glucose of 32 mg/dl. The customer's blood glucose was 289 mg/dl at the time of call. The customer's mother stated that they treated the low blood glucose with food. Troubleshooting was done. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the reservoir was showing the same amount of insulin as shown at the status screen. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother stated that they found that the time and date was incorrect. The insulin pump will not be returned for analysis.